Event description:
Info received indicates the head panel will not lower.

Manufacturer narrative:
The technician found the right gas spring was faulty. The technician replaced the gas spring to repair the stretcher.